Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient fell on (B)(6) 2015 while standing on the helm of a boat and hit their implantable neurostimulator (ins) on the corner of the boat. Since the fall it was taking the patient longer than expected to charge. The patient was able to charge but had to ¿move¿ the battery into position. The patient usually charged during the night and had always been able to recharge that way but at the time of the report they were not able to keep good coupling during the night. The recharge statistics seemed within normal range based on the coupling. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.